Event description:
It was reported that: "the nurses reported issues with the midline: difficult to advance the swg - the swg kinks when advancing in the vein. The customer reported 5 incidents on 3 patients. During insertion of a midline, puncture site done under ultrasound monitoring with backflow. Impossible to advance the swg. The swg could only be removed with the use of a trocar. The swg was removed kinked despite no use of force. New puncture site with another swg from different lot. No problem and insertion successful." Associated complaints: 3006425876-2024-01056, 3006425876-2024-01057, 3006425876-2024-01058 and 3006425876-2024-01059.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer returned one nitinol guide wire for analysis. No obvious defects or anomalies were observed on the sample. No other components were returned. Visual analysis revealed kinking on the coiled section of the guide wire. Microscopic examination confirmed the damage and revealed that the distal weld was full and spherical. Visual analysis could not be performed on the catheter nor the needle as they were not returned for analysis. The kink on the guide wire measured 424mm from the proximal end. The guide wire length measured 45cm, which is within the specification limits of 43.75cm-46.25cm per the guide wire product drawing. The guide wire outer diameter measured 0.0176", which is within the specification limits of 0.016"-0.0185" per the guide wire product drawing. The guide wire was inserted into a lab inventory 21ga introducer needle (inner diameter measured 0.23"). Resistance was encountered at the location of the kinking; however, all functional sections of the guide wire passed with little to no issue. Performed per IFU statement, "advance guidewire into introducer needle". A manual tug test confirmed that the distal and proximal ends of the coiled section were intact. R & d was contacted as part of this complaint. They confirmed that the midlines are meant to be inserted through the peel-away catheter and not over the guide wire. The guide wire is meant to be removed along with the dilator (from the peel-away assembly). There should not be a compatibility issue as the outer diameter of the swg is smaller than the inner diameter of the catheter. A device history record review was performed, and a finding was identified. A non-conformance was initiated for 13c23g1397 to address the issue of burs greater than 0.015" on the edge of the needle hubs. It cannot be verified if this non-conformance is relevant to this investigation as the needle involved with the complaint was not returned. The IFU provided with the kit was reviewed. According to the insertion procedure, the catheter is not meant to be inserted over the guide wire. Instead, the guide wire is meant to be removed along with the dilator after the peel-away/dilator insertion. The catheter is then meant to be inserted through the peel-away sheath. The IFU provided with the kit cautions the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage". The report of a kinked guide wire was confirmed through complaint analysis; however, the report of resistance when advancing could not be verified as only the guide wire was returned. The guide wire met all relevant dimensional and functional requirements with no evidence of manufacturing issues. Based on the customer report and the sample received, the root cause cannot be determined at this time as neither the catheter nor the introducer needle were returned as part of this complaint investigation. Likewise, the insertion technique at the time of the reported event is unclear. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the nurses reported issues with the midline: difficult to advance the swg - the swg kinks when advancing in the vein. The customer reported 5 incidents on 3 patients. During insertion of a midline, puncture site done under ultrasound monitoring with backflow. Impossible to advance the swg. The swg could only be removed with the use of a trocar. The swg was removed kinked despite no use of force. New puncture site with another swg from different lot. No problem and insertion successful." Associated complaints: 3006425876-2024-01055, 3006425876-2024-01056, 3006425876-2024-01057, 3006425876-2024-01058 and 3006425876-2024-01059.